Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had burnt components. The unit was triaged and the reported issue was confirmed. An investigation was conducted and it was determined that the unit must have been plugged into the wrong power supply, due to the drastic thermal damage. The fuse was blown which indicates that very high voltages were induced on the unit. It could not be confirmed by the customer what power cord was used. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was displaying a feed error. Upon triage on (B)(6) 2017 the service tech found the unit had burnt components. The unit would not power on. When opened, heat and smoke damage was discovered on the pcb.